Event description:
A customer contacted beckman coulter inc. (Bec) stating that the vacuum trap on their coulter lh 500 hematology analyzer was full and leaking clenz while the operator was attempting to remove and clean the vacuum trap jar. The customer was wearing gloves and a lab coat when the leak was discovered. No injury or exposure was reported. The lab has an exposure control/ risk management plan in place. The customer reported the unit did not generate any erroneous results due to the leak and requested service.

Manufacturer narrative:
Per conversation with the customer on (B)(6) 2012 the leak came from the top of the vacuum trap. They were in the process of cleaning the jar when the spill occurred. Per conversation with the fse on (B)(6) 2012, he assisted the customer over the phone in how to remove, clean and replace the vacuum trap jar. The instrument was verified as operational by the customer. The vacuum trap is a sealed polycarbonate jar that is screwed into a metal housing and sealed by a gasket. If any fluid should enter the jar, a float inside the jar will rise up and seal off vacuum to the main pneumatic vacuum supply, preventing damage to the pump. The vacuum trap can only leak / spill if opened during the cleaning process. If the vacuum trap is not completely sealed, vacuum cannot be maintained and vacuum errors would prevent the system from operation. The vacuum trap can contain diluent, blood, controls and lyse. The root cause for the vacuum trap to leak is likely attributed to use error; the customer was attempting to remove and clean the vacuum trap jar when they noticed what appeared to be a leak. (B)(4).